Event description:
A customer reported there was no phacoemulsification in quadrant mode during a procedure. The procedure was completed with manual removal of the cataract. There was no harm to the patient. Additional information has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).